Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure system (vcd) was deployed, but it came out of the patient's body and was deployed partially out of the skin. Therefore, the product wasn't available and manual compression was performed for 20 minutes for hemostasis. The vcd used in a coronary angiogram there were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the vcd and has used the device several times prior to this procedure. The vcd was prepped and used according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath introducer used was a 5f non-cordis sheath. Whether the sealant was dislodged from the arteriotomy is unknown, but it appeared to stick to the device. The device storage temperature did not exceed 25°c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated. No resistance was noted during the use of the device. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure system (vcd) was deployed, but it came out of the patient's body and was deployed partially out of the skin. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. The vcd used in a coronary angiogram there were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the vcd and has used the device several times prior to this procedure. The vcd was prepped and used according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath introducer used was a 5f non-cordis sheath. Whether the sealant was dislodged from the arteriotomy is unknown, but it appeared to stick to the device. The device storage temperature did not exceed 25°c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated. No resistance was noted during the use of the device. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device revealed that buttons 1 and 2 were fully depressed. The stopcock was found open with no syringe attached to the unit, and no csi was inserted into the unit. The sealant was no longer mounted in the manufacturing position as expected due to the activation of the deployment system (with button 1 fully depressed), while the balloon was fully retracted, as expected from the full depression of button 2. Therefore, no abnormal conditions were observed that would need to be reported. No functional test could be performed as the unit was already fully deployed. However, the condition of the received device aligns with the expected result of a deployment execution, where no sealant remained in the manufacturing position and the balloon was fully retracted. Based on the information provided, the condition reported as "sealant-inaccurate placement-partial" could not be confirmed due to the nature of the complaint, as the sealant deployment conditions could not be evaluated. However, evidence of a complete deployment execution was observed during the visual evaluation of the device, where buttons 1 and 2 were fully depressed, the sealant was no longer in the manufacturing position, and the balloon retraction was adequate, as expected. It must be noted that incomplete balloon deflation could result in inadequate placement of the sealant, per the IFU of the device. The product analysis results suggest that the reported failures could not be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.